Manufacturer narrative:
For the one event where the investigation was ongoing, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Serial numbers continued: (B)(4). For 8 events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 event, the investigation determined the root cause of the event was the bead mixer motor issue identified by the fse. For 1 event, the investigation determined the event was due to the measuring cell and tubing block issues identified by service. For 2 events, the investigation confirmed the service actions resolved the issue. For 1 event, the investigation is ongoing. For 1 event, the error was caused by the pinch valve tubing that needed to be replaced. For 1 event, a pipette tip was found in the reagent pack due to the pipettor adjustment. The follow up action for 1 event was that the field service engineer ran blank cell calibration which was outside specification; this was corrected. The fse adjusted the sipper needle. The follow up action for 1 event was that the customer checked the pinch valve tubing, gripper, sample probe, reagent probe, and bead mixer. The system was acceptable. The field application specialist repeated the sample. The liquid level detection printed circuit board and probe were replaced. There were no follow up actions for 4 events. For 1 event the follow up action was that the field service engineer found an issue with the bead mixer motor and replaced it. The customer has had no further issues. For 1 event the follow up action was that service found a faulty measuring cell and tubing block. The measuring cell, all black tubing and tubing block were replaced. For 1 event the follow up action was that the field service representative found the used reagent packs of hcg-beta were expired, the s/r probe lld function was affected due to high voltage, the sipper probe was misadjusted, and the pinch valve tubing was damaged and need to be replaced. For 1 event the follow up action was that the field service representative replaced the measuring cell and measuring cell tubes, adjusted the photo-multiplier tube, ran a cell blank, replaced the probes, calibrated and ran performance testing. For 1 event the follow up action was that the field service representative found an issue with the tubing and replaced it. For 1 event the follow up action was that the field service engineer ran a performance check that was acceptable. The customer ran qc that was acceptable. For 1 event the follow up action was that the customer replaced the pinch valve tubing. For 1 event the follow up action was that the field service engineer performed a system initialization and a system check that were acceptable. For 1 event the follow up action was that adjustments were made to the pipettor and sipper probe. Adjustments were verified and within normal limits. The transportation system was checked and all was ok. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 15 malfunction events. Non-reproducible results were generated by the cobas e 411 immunoassay rack analyzer the events involved a total of 35 patients with the following: 2 patients with questionable results for elecsys probnp ii immunoassay; 3 patients with questionable results for elecsys ft3 iii; 2 patients with questionable results for ferritin; 9 patients with questionable results for elecsys ft4 iii; 13 patients with questionable results for elecsys tsh; 1 patient with questionable results for elecsys ca 19-9 immunoassay; 1 patient with questionable results for elecsys estradiol iii assay; 6 patients with questionable results for elecsys hcg + beta test system; 5 patients with questionable results for elecsys pth stat immunoassay; 1 patient with questionable results for vitamin d; 2 patients with questionable results for elecsys estradiol iii assay. The patients' ages ranged from 21 - 90 years. There were 18 females and 3 males.